Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat severe osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. There were no primary operative notes provided. Patient receive a left knee revision due to pain secondary to tibial tray loosening. Upon entering the joint, the surgeon identified and excised hypertrophic synovium. The femoral component and patella were well-fixed and retained. The tibial tray was grossly loose and debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patient received unknown revision products. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Left knee.